Event description:
Revision surgery - the patient fell on the ground and reported pain. When the surgeon replaced the insert the post was broken. The left total knee arthroplasty was revised on (B)(6) 2010.